Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The physician experienced insertion with difficulty in the femoral artery which was calcified and tortuous. The surgeon used force to move the stent through the calcification and the proximal stent uncrimped. During removal, the axis of the catheter was obviously twisted and noted as bent. As the surgeon encountered difficulties just after inserting the balloon, it is assumed the twisted part was the distal shaft. The stent dislodged and remained in the patient's leg. The physician evaluated the location of the stent and stated it was impossible to remove. A second stent was used successfully. No clinical consequences to the patient. According to the doctor, no follow-up of this case is needed for this event.